Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after performing the first ablation, an attempt was made to re-introduce the probe. However, the electrode could not be advanced through the introducer. Upon examination, the physician noted that a piece of plastic had sheared off the introducer and was blocking the electrode entry path. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after performing the first ablation, an attempt was made to re-introduce the probe. However, the electrode could not be advanced through the introducer. Upon examination, the physician noted that a piece of plastic had sheared off the introducer and was blocking the electrode entry path. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that there was a piece of material in the proximal opening of the introducer hub. Additionally, the distal end of the male luer hub, approximately 5mm in length, had broken off. The jagged material found in the introducer was the detached section of the male luer hub. The condition of the returned incident device was consistent with the complaint that a piece of material sheared off and blocked electrode access into the introducer. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).